Event description:
The customer reported that during use of the handtrol electrosurgical pencil in a pacemaker placement procedure, the patient allegedly sustained a second degree burn on her face. As reported, the patient was prepped for the procedure, incision made, and a cautery blade was utilized. Once the cautery blade was activated, the user noticed a spark with a yellow flame catching the surgical field on fire. Reportedly, this fire caused superficial flash burns and some second degree burns to the patient's face and severely singed the patient's hair. The surgical procedure had to be aborted. Treatment for the reported burn was not provided. However, it was reported that the patient was admitted to the ICU and then discharged to home. No photographic evidence of the patient burn was provided by the end-user facility. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred. Further information received from the end-user facility revealed that the patient was prepped with chloraprep with a drying time of three (3) minutes. It was also learned that the patient was draped with a standard thyroid drape immediately following the surgical prep (during the prep drying time). Per risk management, the end-user facility's internal investigation into the event concluded that the device was not related to the incident as a cause of the fire. However, risk management was not willing to share their internal investigation with conmed. Regarding patient demographics, the patient's age and weight were not made available by the end-user facility. This event was reported to the FDA by the end-user facility on medwatch report number (B)(4).

Manufacturer narrative:
Two (2) handtrol electrosurgical pencils, one (1) used and one (1) unused from the same lot # were returned for evaluation along with a used surefit dispersive electrode and all were received on 06-nov-2014. The handtrol electrosurgical pencil and the surefit pad are conmed devices. The surefit pad was folded over on itself prior to receiving at conmed and thus, functional testing could not be performed on the dispersive electrode pad due to the condition it was received. Additionally, a review of the DHR could not be performed, as the lot # was not provided. Visual inspection of the used handtrol electrosurgical pencil found the unit was returned with an electrode attached and that the electrode containing some visible char on the blade. Inspection of the unused device found the unit was received in its original pouch/packaging. Both devices were examined for signs of manufacturing defects that could possibly result in unanticipated arcing or sparking; such as bare wires and electrode insulation deficiencies. No abrasions, nicks, or cuts were observed on the electrode insulation or in the cable insulation on both returned devices. A pull test was performed on the cable to confirm proper terminal connections. The devices were tested for electrical performance by attaching them to a system 5000 esu. The units were actuated in cut and coag mode using a saline soaked sponge block at medium power (60 watts). The devices performed as intended with no observed sparks from the handle, electrode insulation or wiring. The handtrol electrosurgical pencil was manufactured on 10-jan-2014. Of the lot containing (B)(4) units, there were no other similar complaints received. A review of the device history record for this lot number found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported event. A two (2) year review of the device complaint history showed there was one other similar complaint where a sterile towel was allegedly ignited when using the handtrol pencil resulting in burns to the patient. (B)(4). Further investigation of this reported event has revealed that the surgical site was prepped with chloraprep which is highly flammable. Drying time for the skin prep was reported as three (3) minutes; however, the patient was surgically draped with standard thyroid drapes immediately following the surgical prep (during the prep drying time). It was also learned that oxygen was delivered to the patient via an oxygen face mask, creating an oxygen-enriched environment at the surgical site. Based on the investigation result and available information, it is believed that the most likely caused of this reported incident was user related. The ifus, information for use, for both the electrosurgical pencil and the esu operating manual all warn that, "these devices should never be used when: in the presence of flammable gases, flammable prep solutions, or drapes, oxidizing gases such as nitrous oxide(n20) or in oxygen-enriched environments". Per the ast, association of surgical technologists, recommended standards of practice for skin prep of the surgical patient, "alcohol or alcohol-based solution must be allowed to thoroughly dry prior to the placement of the drapes in order to avoid the fumes building up under the drapes and being ignited, particularly if electrosurgery or a laser will be used". The aorn, association of perioperative registered nurses, perioperative standards and recommended practices, section on recommended practices for preoperative patient skin antisepsis, recommendation viii, states, "if a flammable skin prep agent is used, additional precautions should be taken to minimize the risk of a surgical fire and patient burn injury. Using flammable skin prep agents in the operating room or procedural area poses a serious risk of fire because of the common use of ignition and heat sources (e.g., electrosurgery, lasers, drills, fiberoptic cables)". Under this same section, recommendation viiie reads, "the prep agent should be allowed to dry and vapors to dissipate before application of an incise drape or surgical drape, or use of electrosurgery, laser, or other heat source. The prep agent remains flammable until completely dry. Vapors occurring during evaporation are also flammable. Trapping of solution or vapors under drapes increases the risk of fire or burn injury". Drying time for the skin prep was reported as three (3) minutes; however, the patient was surgically draped with standard thyroid drapes immediately following the surgical prep (during the prep drying time). The handtrol pencil is a single use, sterile electrosurgical handpiece designed to be used as an accessory in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. These electrosurgical pencils are used for the controlled destruction of human tissue (coagulation and cutting) in surgical procedures to provide a therapeutic benefit. To reduce the risk of fire and patient injury the IFU, instructions for use, for the handtrol pencil and the operating manual for the esu generator provides the following precautions and warnings: - these devices should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen rich environments. - verify that the electrode is fully and securely seated in the handpiece before use. (If the electrode is not fully seated, arcing can occur). - the risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Some materials, for example, cotton, wool, and gauze, may be ignited by sparks produced in normal use of an electrosurgical unit and electrosurgical pencil. - use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible.